Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer discovered that the cartridge chemistry (cc) reagent syringe was loose and there was an air slug that was half the capacity of the syringe. The customer stated that they had not performed any maintenance on the syringe prior to the event. The customer tightened the syringe to resolve the issue, and the cts sent a syringe replacement and a new t-valve to the customer. The customer was able to resolve the issue with the help of the cts over the telephone and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. Failure mode of the event is attributed to a loose cc reagent syringe and/or t-valve. (B)(4).

Event description:
The customer reported obtaining suppressed (non-numerical result) and low quality control (qc) results for multiple cartridge chemistry (cc) analytes, including aspartate aminotransferase (ast), alanine aminotransferase (alt), direct bilirubin (dbil), cholesterol (chol), and phosphorous (phs), from the unicel dxc 600 synchron system. The customer confirmed that no erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. Qc results on the previous night had been within the laboratory's established ranges.